Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. Stool sample was retested and was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. Stool sample was retested and was negative. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.